Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jul. 16, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product and found viscoelastic residue was distributed through the entire length of the cartridge. The lens module and device assembly were inspected and presented with no issues. The plunger rod advancement was inspected, and no resistance was felt. The lens removed from the bottom of the specimen cup and cleaned. The lens was observed with damage to the optic body as well as cosmetic issue and was completely torn at the haptic optic junction, the haptic was not found. No further evaluation was performed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon review it was noted that in section h6: investigation findings, code of 213 was entered in the first supplemental report submitted. The correct code should have been 114 (operational problem identified). This correction MDR report is to correct the first supplemental report submitted. Field below updated. Section h6: investigation findings: 114. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: email address: unknown/not provided. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: clinical code: 4581 (to capture incision enlargement). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted into the patient's right eye and optic had a defect in the center, was noticed under the microscope. Iol was inserted and removed during the same procedure, then also replaced. Same model and diopter lens was used as a back up iol. The incision was enlarged. Surgery was successfully completed. No other information was provided.